Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported hospitalization due to high blood glucose. Customer was vomiting, light-headed and irritable. Customer had treated with manual injection. The blood glucose reading is 425 mg/dl. Customer had ketones. Caller stated that customer was experiencing highs a couple of days before the hospitalization. The current blood glucose reading is 195 mg/dl. Nothing further reported. Nothing further reported.